Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1 initial reporter address line 1: (B)(6).

Event description:
It was reported that attune crs rp insrt sz 6 6mm experienced a spinout and fracture following a total knee arthroplasty procedure. The event resulted in the need for a corrective invasive procedure to replace or revise the device, with associated soft tissue injury including collateral ligament damage. The patient required a repeat surgical intervention. The device is an implant, and the status of the implant at the time of reporting is not specified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. Added: a1; b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that there was a report of spinout of the insert, and photographs of a fractured insert implant.